Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection occurred. The implantable neurostimulator (ins) pocket was getting warm. The pt was being treated by a healthcare provider. Additionally, the pt could not adjust stimulation and was getting a 'call your doctor icon'. A power on reset (por) condition was reported. The pt recently got an EKG. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the physician determined there was no infection present. The patient was recently reprogrammed and was doing very well.